Manufacturer narrative:
Evaluation of the returned complaint product and review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).

Event description:
Kimberly-clark received a report from (B)(6) stating while changing the patient's position the connector to the ventilator broke making it impossible to ventilate the patient. A portion of the broken connector remained on the endotracheal tube. The patient is ventilator dependent. It took several minutes for the ventilator parameters to return to normal. The device was set-up on (B)(6), 2014 at 10:00am and the incident occurred on (B)(6), 2014 at 3:45am.no additional information was provided.